Event description:
Additional information was received from the physician's office that the vocal cord paralysis was discovered following surgery per the patient. The vocal cord paralysis is indicated to be due to surgery and the hoarseness began after the surgery before stimulation was turned on. It was indicated that the patient has only had 2 vns surgeries. Based on when the event was reported and when the last surgery occurred, it is likely the reported vocal cord paralysis was related to the revision surgery that occurred due to the lead issue reported in MFR. Report #1644487-2019-01733. Last programmed settings and diagnostics were provided. No additional relevant information has been received to date.

Event description:
Report was received from the patient's psychiatrist that the patient has undergone various vns surgeries, however not all have been confirmed to have occurred. One of the recent surgeries mentioned was due to a lead issue which has been reported in MFR. Report #1644487-2019-01733. It was indicated that the patient has a paralyzed vocal cord however at this time it is unknown whether this is related to any of the vns surgeries. No additional relevant information has been received to date.